Event description:
During cysto-ureterosopy procedure, surgeon using boston scientific sensor duel flex straight-tip wire noted debris (possible coating?) Began flaking off device and floating in the sterile irrigation fluid. Wire removed and new replacement device given to surgeon. Procedure continued without further incident.